Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab leaked. The iab was removed and a second was inserted. The following was rpt'd on 5/20/97: the iab was placed in the o.r. Two days later, blood was seen in the line and pumping was discontinued. The iab was removed and another inserted. Event complications: none from the event - rpt'd 5/5; unk - rpt'd 5/20/97. Pt current status: stable - rpt'd 5/20.